Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins). It was reported that (B)(6) he had a new implant / battery and on (B)(6) he had 3 mini strokes. He doesn't have an updated card. They were supposed to give him an MRI and if his family was not there, they could have given him a MRI. He was given information it is not MRI compatible. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.